Event description:
It was reported that while sitting on the seat of the rollator, the wheel apparently snapped off. He fell, and was taken to the ER for evaluation. No serious injury has been reported.

Manufacturer narrative:
It was reported that the end user was sitting on the seat of the rollator when one of the wheels suddenly broke. When it did, he fell to the ground hitting the left side of his body. The rollator came down on top of him. He was taken to the emergency room. No serious injury was noted. He sustained bruising. He again went to the emergency room a few days later with concerns related to swelling of his lower left leg. He was discharged from the ER with no change to his medical regime. It is not known if the swelling was related to the fall, his cardiac condition or something else. The sample has not been returned for evaluation and no images of the device have been sent. We do not have a lot number. We do not know the exact age of the device or the condition it was in. No serious injury has been reported. At this time, the extent of any injuries resulting from this incident are unk. Due to his report of seeking medical attention twice in the ER, this MDR is being filed. A root cause has not been determined. We do not know what role if any the incident played in the second trip to the ER. If the sample is sent back or additional info is provided at a later date, it will be evaluated.